Event description:
It was reported that the pump was involved in an overdelivery of a chemotherapy solution. The pump was initially programmed with a secondary rate of 50 ml/hr and a secondary volume to be infused of 120 ml/hr to administer decadron. The primary rate was set at 22 ml/hr with a primary volume to be infused of 500 ml to administer cytoxin after the secondary solution had infused. The entire amount infused on only approx. 4 hours. No pt injury resulted. The pump was removed from use and no medical or surgical intervention was required.